Manufacturer narrative:
The technician could not duplicate the alleged issue with the head going up on its own. The technician did find the patient pendant under the mattress which may have been the cause of the head movement. No repair needed. The bed functioned as designed.

Event description:
The account alleged the head of the bed goes up on its own. No patient impact.